Event description:
It was reported that this pacemaker had stopped transmitting data to the patient's remote monitoring system in (B)(6). The health care professional (hcp) attended the patient at their nursing home and interrogation revealed the device was operating in safety mode at vvi 72 bpm. The last transmission showed 11 months of battery remaining. Technical services reviewed the available device data and noted the device had not been updated with the recent software maintenance releases (smr5 and smr6) and the battery impedance data was not collected by the device. As the patient appeared to be pacemaker dependent with rv pacing at nearly 100%, immediate device replacement was recommended. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received indicating the device was explanted and replaced three days later. No additional adverse patient effects were reported. The explanted device was discarded at the hospital and will not be returned for analysis.

Manufacturer narrative:
This report will be updated when our investigation is complete.